Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the ipg and anchor sites. Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg and anchors were repositioned to address the issue. Therapy was restored post procedure.